Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection identified multiple kinks on the hypotube. No issues were observed in the shaft polymer extrusion. Microscopic analysis identified a longitudinal tear, approximately 8 mm in length, extending from the proximal section of the balloon to the distal tip. No other issues were noted in this area. Additionally, microscopic examination of the proximal and distal marker bands showed no signs of damage. No further device issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 28apr2025. It was reported that crossing difficulty occurred. The 79% stenosed target lesion was located in the severely calcified mid region of the right coronary artery (rca). A 2.00mm x 15mm nc emerge balloon dilatation catheter was selected for use during a procedure, however the device failed to cross the lesion site due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon tear.